Event description:
It was reported that the device was being replaced due to elective replacement indicator. When the pocket was opened the device stopped pacing. After the device was explanted, interrogation revealed that the device was in reset status. It was noted that electrocautery was used during the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) analysis of the device revealed normal battery depletion and the device met expected longevity. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.